Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device experienced a charge shock failure during operational testing. It was noted that the pads cable and test load were replaced in an attempt to troubleshoot the issue but the failure remained. There was no patient involvement.